Event description:
It was reported by service report that while on route to ems call, unit 1 encountered an incident with a speed bump that had recently been put in and poorly marked on main street. The emt was bounced from his bench and ejected in the ceiling damaging an overhead light and over the cot where he landed on the opposite side. The trend/leg section was bent downward from users right knee. No pt involvement but adverse consequences are reported.